Manufacturer narrative:
Additional manufacturer narrative: c1. Name (#1): cbas® heparin surface; manufacturer/compounder: w. L. Gore & associates, inc. Lot#: unknown. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
Updated list of events are related to this literature: 44246 (MFR report # 2017233-2020-00162). 44248 (MFR report # 2017233-2020-00163). 44267 (MFR report # 2017233-2020-00164). 44268 (MFR reports # 2017233-2020-00167; # 2017233-2020-00166; # 2017233-2020-00165). 44270 (MFR report # 2017233-2020-00168).

Manufacturer narrative:
The following literature articles were reviewed: "outcomes of bridging stent grafts in fenestrated and branched endovascular aortic repair". Giovanni federico torsello et al. Journal of vascular surgery. Article in press. Submitted mar 25, 2019; accepted oct 24, 2019; available online jan 19, 2020. Https://doi.org/10.1016/j.jvs.2019.10.089. Presented in part at the 2019 leipzig interventional course (linc 2019), leipzig, germany, january 22-25, 2019. Multiple events are related to these literatures: (B)(6) (MFR report # 2017233-2020-00162), (B)(6) (MFR report # 2017233-2020-00163), (B)(6) (MFR report # 2017233-2020-00164), (B)(6) (MFR report # 2017233-2020-00167), and (B)(6) (MFR report # 2017233-2020-00168).

Manufacturer narrative:
B5: updated event description: :d6: the date of implant remains unknown. So this field was cleared. H6-code 3221: the requests to the author remain unanswered. The lot numbers remain unknown. Without additional information, gore was unable to do further investigation of this event. - attachment: [44267_literature article_07feb20.pdf].

Event description:
The following literature article was reviewed: "outcomes of bridging stent grafts in fenestrated and branched endovascular aortic repair" giovanni federico torsello et al. Journal of vascular surgery article in press submitted (B)(6) 2019; accepted (B)(6) 2019; available online (B)(6) 2020. Https://doi.org/10.1016/j.jvs.2019.10.089 presented in part at the 2019 leipzig interventional course (linc 2019), leipzig, germany, january 22-25, 2019. The purpose of this single-center, non-randomized study was to evaluate the clinical performance of the well-known advanta/icast v12 (getinge maquet) and the new gore® viabahn® vbx balloon expandable endoprosthesis in complex fenestrated and branched endovascular aortic aneurysm repair in combination with off-the-shelf branched (t-branch; cook medical) and custom-made fenestrated and branched stent grafts (zenith fenestrated or branched; cook medical). Between december 2017 and july 2018, there were 50 patients (40 male; mean age, 71 years) included. Retrospective analysis of prospectively collected data was performed. The following numbers of stent grafts of various manufacturers were implanted in a total 198 side branches: - 145 viabahn® vbx balloon expandable endoprosthesis - 57 advanta v12 - 29 gore® viabahn® endoprosthesis with propaten bioactive surface - 28 bare-metal stents (protégé everflex, medtronic; smart flex, cordis) the viabahn® vbx balloon expandable endoprosthesis was mainly implanted for bridging long distances and where flexibility was required. The bare-metal stents were implanted as an additional device for relining in case the bridging device did not reach the desired position in the target vessel or did not conform to the target vessel shape. The following numbers of side branches were exclusively sealed with viabahn® vbx balloon expandable endoprostheses: - 27 celiac trunk - 25 superior mesenteric artery - 74 renal arteries eight additional branches were treated with one of the above mentioned devices: - 1 inferior mesenteric artery - 1 isolated common hepatic artery, - 1 accessory left renal artery - 5 accessory right renal arteries completion angiography showed primary patency of all target vessels. Within the article a case of a 76-year-old man was reported, who was treated by branched endovascular repair for a thoracoabdominal aneurysm. A viabahn® vbx balloon expandable endoprosthesis was implanted as a bridging stent graft to the left renal artery. Reportedly, in a control computed tomography angiography (cta) scan, 103 days after the index procedure, a type ic endoleak from a left renal artery was detected. It was stated, that the reason for the endoleak was insufficient overlapping (landing zone). The type ic endoleak was successfully treated with implantation of an 8 mm x 39 mm viabahn® vbx balloon expandable endoprosthesis during a reintervention. In the article it was stated, that one of the key learnings of their initial clinical experience is that the landing zone in the target vessel needs to be as long as possible. Trying to preserve polar arteries in early renal artery branching might lead to increased type ic endoleak risk.

Manufacturer narrative:
Date the events occurred are unknown, so the date the article was accepted was used as date of event. Date of implant is unknown, so the date the study started was used as the date of implant. (B)(4).

Event description:
The following literature article was reviewed: "outcomes of bridging stent grafts in fenestrated and branched endovascular aortic repair". Giovanni federico torsello et al. Journal of vascular surgery. Article in press. Submitted mar 25, 2019; accepted oct 24, 2019; available online jan 19, 2020. Https://doi.org/10.1016/j.jvs.2019.10.089. Presented in part at the 2019 leipzig interventional course (linc 2019), leipzig, germany, january 22-25, 2019. The purpose of this single-center, non-randomized study was to evaluate the clinical performance of the well-known advanta/icast v12 (getinge maquet) and the new gore® viabahn® vbx balloon expandable endoprosthesis in complex fenestrated and branched endovascular aortic aneurysm repair in combination with off-the-shelf branched (t-branch; cook medical) and custom-made fenestrated and branched stent grafts (zenith fenestrated or branched; cook medical). Between december 2017 and july 2018, there were 50 patients (40 male; mean age, 71 years) included. Retrospective analysis of prospectively collected data was performed. The following numbers of stent grafts of various manufacturers were implanted in total 198 side branches: 145 viabahn® vbx balloon expandable endoprosthesis. 57 advanta v12. 29 gore® viabahn® endoprosthesis with propaten bioactive surface. 28 bare-metal stents (protégé everflex, medtronic; smart flex, cordis). The viabahn® vbx balloon expandable endoprosthesis was mainly implanted for bridging long distances and where flexibility was required. The bare-metal stents were implanted as an additional device for relining in case the bridging device did not reach the desired position in the target vessel or did not conform to the target vessel shape. The following numbers of side branches were exclusively sealed with viabahn® vbx balloon expandable endoprostheses: 27 celiac trunk. 25 superior mesenteric artery. 74 renal arteries. Eight additional branches were treated with one of the above mentioned devices: 1 inferior mesenteric artery. 1 isolated common hepatic artery. 1 accessory left renal artery. 5 accessory right renal arteries. Completion angiography showed primary patency of all target vessels. Within the article a case of a (B)(6)-year-old man was reported, who was treated by branched endovascular repair for a thoracoabdominal aneurysm. A viabahn® vbx balloon expandable endoprosthesis was implanted as a bridging stent graft to the left renal artery. Reportedly, in a control computed tomography angiography (cta) scan, 103 days after the index procedure, a type ic endoleak from a left renal artery was detected. It was stated, that the reason for the endoleak was insufficient overlapping. The type ic endoleak was successfully treated with implantation of an 8 mm x 39 mm viabahn® vbx balloon expandable endoprosthesis during a reintervention. In the article it was stated, that one of the key learnings of their initial clinical experience is that the landing zone in the target vessel needs to be as long as possible. Trying to preserve polar arteries in early renal artery branching might lead to increased type ic endoleak risk.